Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and the pt's capsule was torn. The lens was removed and a anterior vitrectomy was performed.

Manufacturer narrative:
.